Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) another country alleging that his induo meter displayed the apply sample message. The patient takes insulin 4 times a day adjusted based on his meter readings: breakfast-around 7 units of rapid and 4-5 units of nph, lunch -10-12 units of rapid, supper-15-18 units of rapid, bedtime-24-27 units of nph. The patient also told the lfs another country customer service representative (csr) he is able to adjust his insulin plus or minus 5 units using a scale determined by his doctor. The patient then apply sample issue started approximately 1 month ago, which progressively got worse. He said it took about 5 test strips before getting a result. One week earlier, the pt obtained a breakfast time reading of 5 to 5.5 mmol/l while asuymptomatic. He said that was the last test he was able to obtain on the same day. He stated that because he was unable to obtain a lunchtime reading on the meter, he took insulin based on how he felt. He said he believed he would have taken 10 to 12 units of rapid insulin at lunchtime between 12:00 and 1:00 pm while he felt "a little off" but "did not feel bad". Around 3:00 pm, he said he was "starting to crash" and experienced cold sweats and shaking. When he started to feel symptoms of hypoglycemia, the patient asked his wife to call their neighbor so that he could test with the neighbor's meter; a reading of 2.2 mmol/l was obtained on the neighbor's meter just after 3:00 pm. The patient treated himself with orange juice. After recovering from his symptoms, he obtained a reading of 4.6 mmol/l on the friend's meter. The patient received no after treatment. The lfs another country csr confirmed that the sample drew into the test strip. However, the apply sample issue was not resolved when the csr walked the patient through attempting to retest. The meter was replaced. The complaint is reported because the patient alleges he was unable to obtain a meter reading. This complaint is being reported as the patient claimed he took insulin based on his feelings and later became hypoglycemic. The patient treated himself with orange juice.